Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. During visual inspection the instrument was found to have the pitch cable loose at the distal end that was showing out likely causing issue reported by the customer. A loose pitch cable at the distal end is often caused by something else in the backend (ex: broken cable, cracked clamping pulley, loose clamping pulley screw). The plastic housing was removed, and the instrument was found to have a loose pitch cable at the proximal end. A visual inspection of the backend found no evidence of a cracked clamping pulley, input disk, or input shaft that would have caused the loose cable. The probable root cause for this failure is attributed to a loss of cable tension which may have resulted from a stretched cable due to an unknown cause.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. No physical damage was observed based on the product image provided by customer.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm maryland bipolar forceps instrument exhibited an uncontrollable motion. The procedure was completed with no reported patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument moved in the wrong direction with excessive amplitude, caused no patient injury, showed no visible damage.